Event description:
Customer reportedly obtained results of 87 mg/dl and 153 mg/dl on the compact plus system within 10 minutes. No action take on device results. No adverse event reported. Requested return of suspect system, and replacement sent.